Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice due to transferring to another product and returned the device to the (B)(6). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test, but failed the rite electrical ground bond test. The product analysis lab evaluated the device. The resistance between the power entry module and the door post was found to be within the ground bond specification. An internal inspection of the device revealed no problems. No device failure or malfunction was identified that could have caused or contributed to the rite failure. The assignable cause for rite test failure - ground bond was undetermined. This device has not previously been serviced, so device's service history record could not be reviewed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Ground - during evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.